Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274drg ICD implanted 2011-(B)(6). (B)(4).

Event description:
It was reported that during a recent pocket revision so the patient would not have discomfort playing golf, the right ventricular (rv) lead coil was dissected. It was also reported that there was high rv defibrillator coil impedance due to a confirmed fracture. The patient's venous system was occluded and the device was reprogrammed to turn off detection. The patient will decide if they want a lead extraction and a new lead. No patient complications have been reported as a result of this event.